Event description:
It was reported that a sensar intraocular lens (iol) was removed and replaced during the same procedure due to a fractured haptic in patient's right eye (od). No incision enlargement, vitrectomy, or sutures were required. The patient was reported to be impaired. There was a 5-minute delay of treatment. The patient recovered completely. Pre-op visual acuity: 20/80. No further information provided.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Catalog number: partial catalog number indicated since the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as the serial number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information section h3, device evaluated by manufacturer: yes section d4, catalog number: ar40e00155 section d4, serial number: (B)(6). Section d4, expiration date: may 7, 2027 section d4, unique identifier (UDI) number: (B)(4). Section h4: device manufacture date: may 7, 2022 device evaluation: product testing could not be performed because the device was not returned. The reported complaint could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.